Event description:
An adverse event was reported involving the medical device NK1006T - COREHIP STD CEMENTLESS 12/14 SIZE 6.Specifically, it was reported that a patient underwent a revision surgery a few weeks after the initial procedure due to a fracture. Subsequently, postoperative loosening of the revised medical device was observed. A further revision procedure was scheduled for (b)(6) 2026. According to manufacturer's reporting evaluation in accordance with 21 CFR Part 803, Section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under Aesculap AG reference no. (b)(4). Involved components: NK562D - BIOLOX DELTA PROSTH.HEAD 12/14 32MM L (Aesculap AG ref. no. (b)(4)).NV302E - VITELENE INSERT F 32MM POST.WALL (Aesculap AG ref. no.(b)(4)).

Manufacturer narrative:
Manufacturing Site Evaluation: Investigation on-going. Additional information / investigation results will be provided in a supplemental report.